Event description:
During functional evaluation of the returned non-dehp clearlink buretrol set with ball valve drip chamber, the set failed as the ball inside the drip chamber blocked the chamber, restricting the flow. There was no patient involvement, no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual set for evaluation. The set was visually and functionally tested and the reported condition was confirmed. The received unit was used and classified as biohazard. The unit was received incomplete, as the tubing was cut above the burette, therefore missing the spike and roller clamp. The other roller clamp was received in the close position. The visual inspection was performed on the portion of the set received; no defects were observed. During functional test on the portion of the set that was received, it was connected to the colleague volumetric infusion pump, and failed the test since the ball inside the drip chamber block the end side of the chamber, restricting the flow. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined. The ball drip chamber is provided from an external supplier, and they have been notified of the condition.